Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the wound on a hand and foot open surgery, the needle and thread separation occurred during the intermittent suture process. The thread was knotted from the last needle point and the remaining thread was taken out. Two units were involved. Another unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. A tactile and microscopic inspection of the sutures was performed with no abnormal ities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.